Event description:
Received an electronic report from a hemodialysis user facility who has reported a twister line separation. The facility was contacted for additional information. For this event, it was learned, the staff had been alerted by the air detector alarm set off by the machine. The staff then detected that the arterial line had separated from the twister device. They were able to return some blood back to the patient. The treatment was restarted and completed as prescribed without further incidence. This event did result in a 150 ml loss of blood to this patient. The bloodline was thrown away, however, a companion sample is available for evaluation. The patient was then discharged to home once the treatment was complete. There was no further report of ill effect to this patient from this event.